Event description:
The patient was admitted for a procedure in 2008 with a highly calcified lesion in the left common iliac artery. The lesion had 90% stenosis. The lesion was pre-dilated and two palmaz stents implanted. The stents were post-dilated using the balloon from the stent delivery system. Approximately six months post index procedure, the patient presented to the hospital with left leg pains. The physician proceeded with an angiogram of the placed stents that both of the stents were fractured. The patient needed bypass surgery.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9610978-2008-00256 and 9610978-2008-00257. Additional information will be submitted upon 30 days of receipt.